Event description:
Customer claims she had her ears pierced with the inverness ear piercing system in a retail store in january, 1996. After experiencing no problems for several weeks following the piercing, one of the earrings became embedded in her ear lobe. The earring was removed by a doctor and she was given antibiotic treatment.